Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator's flow readings were out of spec during testing. The device was not in pt use.